Event description:
The patient reported he feels pain (sharp or dull prickly sensation) at his scs ipg pocket site. The pain is felt when the patient is sitting or if any pressure is applied to the scs ipg pocket. The patient was advised to consult with the physician. Follow-up is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.